Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 12:52:48. During night drain cycle 1, the patient's ultrafiltration reading was 2278ml, indicating the home patient (hp) drained 2278ml more than their maximum programmed fill volume of 1600ml. This information meets iipv criteria. No additional information available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was determined to be false empty detect at initial drain and initial-drain alarm volume was met. If any additional information is received, a follow-up will be sent.